Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus. A field service engineer reconnected all the board connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication there were no adverse events or injuries reported based on this event.